Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare provider. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited a lens that was positioned approximately 10cm away from the endoscopic body and the cover protrusion of the endoscopic body barely allowed the examination to the completed. The issue was found during a colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Additional information: h2, h3, h6, h11.

Event description:
No additional information received from customer.